Event description:
It was reported that a malfunction occurred on the customer's pump. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support provided information to reset the pump and assisted the caller with the reset, after which the malfunction did not recur. The customer was advised to continue using the pump and to call back if the malfunction code appeared again.